Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's daughter alleges her father was reclined and when pressed the chair remote to move to sitting, sparks came out of the remote and it caught on fire.

Event description:
Provider alleges consumer's daughter alleges her father was reclined and when pressed the chair remote to move to sitting, sparks came out of the remote and it caught on fire.

Manufacturer narrative:
Not able to confirm the issue. Tried a new hand control and the chair operates like it should.